Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was obtained, revealing that the ipg was replaced via surgical intervention on (B)(6) 2024. Therapy was restored post op.

Event description:
It was reported the patient's ipg cannot be set to MRI mode due to low battery voltage. Most recently, it was reported that the patient's ipg reached end of life. It is unknown if this occurred prematurely. The next course of action has not been determined at this time.

Manufacturer narrative:
Date of event estimated. Information requested, but not yet received.